Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. B5 additional information was received and added. D2a revised as it was not fully correct on the initial report that was submitted.

Event description:
Additional information was received that that patient is off support and the device was discarded.

Event description:
An impella cp device was inserted into the right femoral artery (rfa) in a 35-year-old male patient presenting in cardiomyopathy, and in scai stage d shock, prior to initiation of support. During the procedure, a hematoma was noted after the repositioning sheath was placed in the rfa. Manual pressure was applied and the hematoma resolved. The repositioning sheath was properly placed with angle matching. The introducer was not peeled away outside of the body. The activated clotting time (act) was 333. Anticoagulants were given in the procedure. The post-procedure outcome is unknown. The device functioned at p-4 at 1.5l/min with no issues. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device information (UDI, sn, manufacturing date) is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H10 this is one of two related reports. This report represents the introducer and another report was submitted to represent the pump. Related report number was added.

Manufacturer narrative:
Updated information: b3 changed.